Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-jun-2016, fse arrived at the site to address the reported event. Fse replaced the 3-way valve for the wash to resolve the problem. He was subsequently able to run patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the 3-way wash valve.

Event description:
On (B)(6) 2016, the customer reported a low first sample with their a1a-600ii analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog, bhcg, e2, and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.